Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). When the devices were returned to the manufacturer, reportable malfunction (coil wire fracture) was recognized; therefore, the date the manufacturer became aware of this event was considered the date the device returned. Both microcatheter and guide wire were returned for evaluation. The guide wire was inside the microcatheter and approximately 15mm of the distal segment of the wire was out of the catheter tip. Microscopic observation revealed that the guide wire had its coil wire fractured at the middle solder located at 15mm from the wire tip. The catheter tip was found twisted. X-ray observation found that the coil wire was unraveled inside the catheter tip. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that the continuous torsion exceeding the product's design limit was inadvertently applied while the wire tip was being trapped by the heavily calcified lesion. The torsional stress led the coil wire to become unraveled and resistance between the wire and the catheter lumen to increase, ending up sticking of the two devices. There was no indication of product deficiency. Although no adverse patient effects were reported, damage of the coil wire was so severe that a possibility that coil wire fragment remaining in the anatomy could not be completely ruled out. Instructions for use states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that an asahi microcatheter and an asahi guide wire became stuck so that both devices were removed from the anatomy during a pci to treat a heavily calcified cto lesion in the lad #6. The pci was resumed with other devices and completed with reestablished blood flow by stenting. The patient was doing fine after the procedure.